Event description:
It was reported that the user experienced low glucose events while off therapy and contacted support for assistance; a fast-rescue was advised by clinical decision support, insulin delivery was initiated, and the pump was connected to the user¿s ilet mobile app. Symptoms included dizziness associated with hypoglycemia treated with oral glucose. Outcomes included a reportable low glucose event without injury requiring only self-treatment. Investigation included support-led troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.